Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported prolonged hospitalization was a result of case-specific circumstances. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant balloon aortic valvuloplasty was performed to improve the aortic valve gradient. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 4.34mm. There was no difficulty implanting the 23mm navitor valve. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott to improve the aortic valve gradient. The patient had a normal gradient of 7 mmhg after implant of the 23mm navitor valve. There was no noted anatomical or tissue/calcium interference affecting expansion. The patient remain hemodynamically stable throughout the procedure. On (B)(6) 20243, it was noted via electrocardiogram, that the patient developed a temporary first-degree atrioventricular block. The patient remained hospitalized, but no intervention was performed or planned. On (B)(6) 2024, it was also noted via electrocardiogram, that the patient developed a left bundle branch block (lbbb). No intervention was performed or planned. The patient was in stable condition at the time of report. The cause of the patient's temporary first-degree atrioventricular block and lbbb are attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure the patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.